Event description:
The customer reported via social media indicating the she had a high blood glucose but not hospitalized. Customer's blood glucose was unknown. The customer was treated with a pen. Customer was advised discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. Customer declined any troubleshoot for leaks or high blood glucose or fluid in the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.